Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that a blade broke at the mount during a total hip arthroplasty procedure. It was also reported that there was a delay of unknown duration. It was further reported that there were no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.

Event description:
It was reported that a blade broke at the mount during a total hip arthroplasty procedure. It was also reported that there was a delay of unknown duration. It was further reported that there were no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
The definitive root cause could not be determined. A photograph of the broken device was provided which confirmed the breakage. The quality investigation is complete.